Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (32 mg/dl). Contact stated the customer delivered a bolus for more carbohydrates then they ended up eating. Customer brought bg levels back to target range with juice.